Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was not working properly. The reported product fault occur during testing. No patient involvement and no patient adverse event reported.

Event description:
Additional information was received informing that the date of event was 30-nov-2023.

Manufacturer narrative:
B3 and b5; updated. D9 - date returned to mfg: 12/5/2023. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.